Manufacturer narrative:
No samples were received for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. No further information or clarification was provided by the customer. We forwarded the complaint and customer picture to our affiliated headquarters in austria from which we receive this product. Based on their investigation and comments, a review of the production documentation did not reveal any deviations that are related to the claimed errors. This complaint cannot be determined.

Event description:
The customer advised they are having issues with the vacuum and collecting full blood volume for the tubes. Through follow-up interviews we received the following information:holder and needle are becton dickinson catalog number 368650. No discard tube is drawn when a safety blood collection set is used. The venipuncturists holding the tube in the holder with their thumb until the tube is filled completely as per gbo instructions for use. The low vacuum occurred 3 times at one site, 2 times at another site and the problem occured with multiple venipuncturists.

Manufacturer narrative:
Complaint (B)(4). A date of the events could not be obtained from the customer. Samples were only recently received and their evaluation is still ongoing. As soon as the investigation is completed, a supplemental report will be filed.